Event description:
The hcp reported that the pt presented to the emergency room appearing sleepy and unresponsive. The pt responded well to treatment with narcan and was stable. The hcp was reluctant to empty/stop the pump due to the possibility of withdrawal or "rebound."